Event description:
It was reported that the patient presented for an implant procedure. It was noted that when the physician attempted to connect a right atrial (ra) lead into the implantable cardioverter defibrillator (ICD) header, it would not go past the pin to allow a full screw in. The header seemed to have some sort of wire or screw stuck in the distal portion of the ICD header port that did not allow the ra lead to fully be fitted inside the port. A new ICD was used with no issues. The patient as stable.

Manufacturer narrative:
The reported event of loose contact spring in the right atrial lead bore was confirmed. Upon receipt the atrial contact spring was noted to be dislodged and stuck behind the setscrew connector block. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.